Manufacturer narrative:
(B)(4).

Event description:
It was reported that following electrocautery use in an unrelated procedure, the pulse generator had issued false alerts for battery depletion. A software download successfully restored the device.